Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
The customer representative informed arjo that the citadel plus side rail was damaged. An inspection of the claimed bed frame conducted by the arjo representative revealed that the side rail panel was detached from the side rail mechanism. According to information provided by the customer, no patient was involved when the bed was damaged. No injury was reported.

Manufacturer narrative:
A customer representative reported a citadel plus side rail malfunction to arjo and requested service. During a bed¿s inspection, an arjo service technician observed that the side rail panel was detached from the side rail mechanism and that the pivot pin (part of the side rail mechanism) was bent. According to information provided by the customer, no patient was involved when the bed was damaged, neither injury occurred. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with side rail condition. Based on photographic evidence provided, the side rail panel was fully separated from the mechanism. The service technician who inspected the bed frame assessed that this damaged occurred when the side rail was caught to something when the bed was being raised. According to citadel plus instruction for use (831.374): the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To conclude, the side rail was detached and from that perspective the citadel plus bed did not meet the performance specification. No patient was involved when the issue occurred, no injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.